Event description:
It was reported to philips that an x-ray tube overload message caused imaging interruption on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service checked the cooling unit, calibrated the system, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).